Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/24/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: were there any patient consequences? Unknown. Please provide us with shipping status and shipment tracking details. Still waiting for reply from hospital.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Please provide the name of the healthcare facility at which this event occurred. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-04248; 2210968-2024-04250; 2210968-2024-04251; 2210968-2024-04252.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2024 and barbed suture was used. The sutures had broken during surgery. There was no delay due to the event, and the fragments generated were easily removed without requiring additional intervention. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: * please provide the name of the healthcare facility at which this event occurred. Al garhoud hospital( hms group- dubai) * were there any patient consequences? Unknown * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Mr. Jabbar ( ot store incharge) * please provide us with shipping status and shipment tracking details. Will update you soon.